Manufacturer narrative:
The user's contact with the 1n naoh solution was caused by the operator. The individual dropped the bottle of solution when opening and changing the bottles. The bottle fell on the floor and splashed the operator in the face. The instructions for use clearly indicate hazards for humans with the classification: "corrosive". The warnings: "r 34 - causes burns" are clearly indicated on the bottle in the package insert and in the safety data sheet the user received bacitracin for treatment of the burns. A product related issue was not the root cause for this event.

Event description:
Technician alleged that the foot hi/low cylinder is drifting down.

Event description:
A device user dropped a reagent and splashed it in her face. The user was changing the wash 1/naoh solution and was holding it approximately 3/4 inch off the floor with the solution uncapped when it slipped out of her hand. Approximately one hour later, the supervisor noticed the user's forehead and an area by her eyebrows were red. The supervisor instructed the operator to go to employee health. The user drove herself to employee health 3-4 hours later where she was told to cover the burns with bacitracin. The supervisor was not aware any follow-up visits were required. User was not admitted to the ER or hospital. At the time of the incident, user was wearing lab coat, gloves but no safety glasses, she was wearing prescription glasses. User was not taken off work because of this incident.

Manufacturer narrative:
(B) (4) it is unknown if initial reporter sent report to FDA.